Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to lack of training / understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature. As a resolution, vyaire technical support explained to customer that the rts would need to adjust their settings to prevent the issue to happen.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, log shows persistent alarm 196 which is related to plv, advised rts to adjust their settings to prevent the issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 us vent does not delivering set volume. Furthermore, there was no patient associated with the event.